Event description:
Follow-up conducted with the field representative revealed that the right ventricular lead had a rise of impedance and there were no issues with the atrial lead. There were no reported patient complications.

Event description:
It was reported by the patient¿s spouse that the right ventricular lead and atrial lead were both defective. It was also reported that the right ventricular lead had noise. Additionally, the patient reported that during replacement of the leads, the surgeon cut the tricuspid valve which had caused limited ability, shortness of breath, and quality of life diminished. The patient reported that both leads were replaced. Additional information has been requested and not yet received. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).